Event description:
It was reported the pt experienced a shocking/jolting sensation. The pt underwent bladder stimulator trial in 2008. The pt experienced discomfort with stimulation. She also reported burning when she urinated. She contacted the physician and was prescribed antibiotics for a bladder infection. The burning symptoms and incontinence had stopped in the past 24 hours. The pt does not intend to turn the therapy back on. The trial was to end in 2008. The pt was redirected to her physician to discuss her situation.

Manufacturer narrative:
.